Event description:
It was reported that the patient was hospitalized with an infected arteriovenous fistula graft necessitating surgical removal. Operative cultures were positive for methicillin-resistant staphylococcus aureus. The patient was later re-admitted with osteomyelitis and developed bacteremia. Endocarditis and vegetation on the right atrial (ra) lead was confirmed via transesophageal echocardiogram. The device and leads were explanted. The patient is a participant in the product surveillance registry. The infection was unresolved at the time of study exit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.